Event description:
It was reported that the customer was hospitalized for high blood glucoses (hbgs). The customer stated that the md believes the cause of event was due to a bent cannula and possible flu. It was indicated that the customer did not change out the set to resolve hbgs. The possible cause was explained to the customer and was instructed to change out entire set. In addition, the contact was instructed to follow the two hbg rule.